Event description:
The site reported the following: a fetch 2 aspiration catheter was used to aspirate thrombus in the right coronary artery (rca) during emergency treatment for a heart attack patient. The physician completed aspiration of the thrombus, but then the catheter broke. The broken piece was captured with a snare and the procedure was successfully completed. The entire fetch 2 catheter was removed from the body. There was no adverse effect to the patient and the patient was discharged from the hospital the next day.

Manufacturer narrative:
Product analysis received and examined the returned fetch 2 catheter. Visual examination revealed there were various kinks at 5 inches and 7 inches from the strain relief. The catheter was also separated where the pebax is joined with the polyimide portion of the catheter. This separation was not noted prior to the procedure; therefore it is assumed that the separation occurred during the procedure. The bonding joint separated as the energy of pushing or pulling was applied either all at once or repeatedly over time. Functional testing was not performed due to the condition of the device as received. Based on the review of the complaint record and analysis steps. The reported problem of device being separated at the bond joint was confirmed. The instructions for use (IFU) has the following statement: "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guide wire against resistance may result in separation of the catheter or guide wire tip, damage to the catheter or vessel perforation".